Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a vats wedge resection, the device fired 1cm and then stopped. The surgeon attempted to open the jaws of the reload, however they did not open. All buttons had stopped working. The hand and adapter indicator lights were solid green, and the reload indicator light was blinking. The status indicator lights were solid blue. The adapter was unloaded from the handle and the jaw of the reload was opened manually with a screwdriver. Another device was used to complete the case with no further incident. No injury, delay, or adverse event was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. Upon battery insertion, the handle successfully powered up then the green handle status led began blinking followed a few seconds later by blue status lights. A review of the device history record indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture.